Manufacturer narrative:
Additional information added to d9, h3, h6 and h10 h10: the actual sample was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The leak was as a result of a crack in the welding seam. The reported condition could be confirmed. The cause of the crack was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) hours after starting treatment, one unit of polyflux 140h had an external dialysate leak at the arterial dialysate port. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.